Manufacturer narrative:
The report did not provide any specific information concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivicaine) and the subsequent development of chondrolysis." It was also reported that epinephrine was used in the pump. The directions for use for the painbuster pump contains a warning that states: "use of vasoconstrictors, such as epinephrine or adrenaline, is not necessary and may not be recommended for continuous infusions." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today." If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It is alleged that the patient suffered narrowing of the joint space in the right shoulder and/or a condition called "chondrolysis," which is the complete or nearly complete loss of cartilage in the shoulder joint, following the use of a pain pump in shoulder surgeries in 2003 and 2004.